Event description:
It was reported that pump displayed malfunction alerts in tandem source, including code 199 and malfunction 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support and malfunction did not recur immediately, but due to at least three prior occurrences with the same pump, technical support arranged a warranty replacement, instructed customer on using storage mode, programming pump settings, reconnecting continuous glucose monitor, and returning malfunctioning pump using a prepaid label, and customer planned to continue using current pump until replacement arrived.